Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer assisted the customer to recover the door and then the failed drawer was recovered. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower pmc_icn_twr drawer 3 was unrecoverable. The drawer contained medications prepared specifically for patients in the unit. The device displayed a failed storage space icon; however, the failed storage space list was empty. The device had been rebooted and fully powered off, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.